Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a hardware low level failure when they performed a self-test. The alarm had occurred for the third time. The customer¿s blood glucose level was 125 mg/dl. Troubleshooting was performed. They were assisted with clearing the alarm. They were able to rewind the insulin pump. The device passed the displacement test. However, a self-test was performed and the device failed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error alarm noted during testing. However, pump error alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with scratched case and minor scratched lcd window.